Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a bd precisionglide¿ needle leaked out around the base of the needle during use causing. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause is undetermined. As no sample, lot, or batch were provided, no formal corrective action is necessary.